Event description:
It was reported that lcd (liquid crystal display) segments were missing in the lower window of the epg (external pulse generator). The epg was returned for warranty repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixel segments. As a result the display was replaced. (B)(4).